Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited damaged as a result of patient anatomy. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.